Manufacturer narrative:
Updated sections - b4, b5, d9, e1 (initial reporter, email), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusion), h11. A getinge field service engineer (fse) found no fault. No errors in logs. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) did not pump in the middle of surgery and showed errors. There was no injury or harm reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) did not pump in the middle of surgery and showed errors.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.